Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was fully functional and passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the monitor. Device evaluation of electrode belt sn (B)(4) has been completed. The belt wsa returned and evaluated at the distributor, in accordance with recommendations from zoll manufacturing corporation. Upon investigation the electrode belt was fully functional and passed incoming functional testing of the device's ECG acquisition and pulse delivery circuitry.

Event description:
A us distributor reported that a patient passed away on (B)(6) 2018 while wearing the lifevest. Prior to passing the patient received an appropriate treatment event. It was reported that the patient was at home at the time of the event and that the patient was not conscious. Review of the continuous ECG recording indicates that the patient experienced ventricular fibrillation (vf) beginning at 19:58:23 on (B)(6) 2018. The patient was appropriately two times while in vf. The first treatment (19:58:54) did not convert the arrhythmia, and the second treatment (19:59:18) converted to af at 60 bpm which shortly returned to vf. The response buttons were pressed intermittently between 19:59:31 and 20:04:42 while the patient remained in vf. It was reported that the patient's son was pressing the response buttons. The patient was not treated at this time because use of the response buttons prevented the treatment sequence from being initiated. The patient received a third treatment while in vf at 20:05:28 which did not convert the rhythm. The patient received a final fourth treatment at 20:05:49 while in vf which converted to atrial fibrillation at 100 bpm. The device was then removed. The patient was taken to the hospital by ems and was unable to be revived. The patient passed away on (B)(6) 2018.